Event description:
Complainant alleged that during biomed testing, the device displayed a "defib fault 109" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The reported malfunction was not observed. The device was put through extensive testing and the reported malfunction could not be duplicated. The bridge board was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.